Event description:
The pt was in the hosp recovering from a cervical laminectomy surgery. He began experiencing a very uncomfortable shocking sensation (location not specified). The hcp was directed to a field rep to turn the device off. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.